Event description:
Dealer emailed a complaint from a customer that, "clamp broke upon use."

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803 and out of an abundance of caution. Conclusion: device breakage is addressed in the directions for use. The directions state, "caution: modification, overextending, bending or extended use of the clamp may cause breakage." Complaint: clamp broke upon use. Evaluation summary: the clamp is distorted from its original shape. When reassembled it was obviously permanently deformed, unable to return to its original formed shape and jaw proximity. Cause of breakage: misuse. Conclusion: overextension caused permanent deformation to the clamp and subsequently breakage of the clamp. Due to the aforementioned fact that this was customer misuse, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated.